Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the suction was not working. The failure was noted during capsule placement. The device operator tried another capsule, but after that one failed, the procedure was aborted and rescheduled. No other known adverse events reported.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one medela pump was received for evaluation. The device was checked visually for external damage and none was found. The device was checked by suction levels and it passed. As such, no problem was found. The reported condition was not confirmed.